Manufacturer narrative:
According to the facility, the actual set has been discarded. The product code and lot number are unk. Should a comparison sample be identified and received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
The baxter clinical manager received a report from the customer indicating an over-infusion of vasopressin occurred during pt use. The pt allegedly became 'critical." The baxter representative stated the facility reported that this is considered a sentinel event for them. The event was allegedly related to an over-infusion of vasopressin, with unk tubing, which was not loaded into the colleague pump at the time the incident occurred. The intensive care unit director stated that he feels that "the issues possibly were related to human error." The set was discarded. The facility risk manager provided the following info on 03/07/2008: this was a male (diagnosis unk) who was receiving multiple medications (unk) for multiple issues. The pt was considered to be very ill. At the time of the event, the pt was receiving vasopressin 4mg/ml in a 500cc bag. The tubing was reportedly removed for the colleague triple channel pump by the clinician. It is unk if the clinician clamped off the tubing roller clamp prior to removing the tubing from the pump. The pt received the total 500ml of vasopressin as a bolus dose. The pt went into cardiac arrest and expired. No autopsy was performed. The department of human resources for the state of georgia was notified and an on site visit was conducted as this was considered a 'sentinel event and unexpected death." The risk manager indicated that the facility felt the event was a 'contributing" factor in the pt's death. An on-site visit was offered and will be considered. This complaint is related to complaint (colleague pump).